Event description:
The customer reported that he was hospitalized with high blood glucose levels, vomiting and weakness. The reported blood glucose reading was 352 mg/dl. The customer stated that he was getting no delivery alarms, and the insulin pump was not working. Nothing further was reported at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.